Event description:
According to the reporter, prior to use, during charging, in about two minutes, the charger was blinking red and the handle could not be charge. The handle was not used because it would not turn on. Also the handle was attempted with another charger, but similarly became blinking red and could not be charged. It would not even turn on. The issue was not resolved. After the event, manual handle was used in the later surgery. The involved charger still able to charge other handles. There was no patient involvement. Medtronic's initial evaluation of the incident found that the battery vents were noted to be open.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger (lot#c17aee0059). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The handle was removed from the charger but it did not initialize. The data saved to the system was evaluated and it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. The cause of the handle voltage draining on the charger was noted to be due to software. When the battery measurement system on the handle inaccurately records the battery to be at full charge, software will not provide current to the handle. Without receiving current from the handle, the handle charge will deplete on the charger. Based on the evidence available, the reported condition of "the handle could not be charge" was confirmed. The most likely cause was traced to software coding. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.